Event description:
Reported found medication dripping on the floor and noticed a hole in the tubing near the upper fitment. No pt harm. Not sure what the medication is. Product not received as of the time of this report. If product received a f/u report will be sent when investigation complete.

Manufacturer narrative:
(B)(4).